Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 600 pro synchron system leaked from reagent probe b. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and goggles while troubleshooting the problem. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe b collar wash valve to resolve the leak. (B)(4).